Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5135234), being used with the complaint receiver, was returned on (B)(6) 2014. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).